Event description:
When opening the 14fr foley in the individual package, a nurse noticed a substance on the tip. The product was immediately put aside with original package and not used. The package appeared intact prior to opening.